Manufacturer narrative:
(B) (4). Eval of the returned product shows that the alarms buttons are stuck. The failsafe feature functions ok. The alarm tone is very loud. (B) (4).

Event description:
The customer reported that the alarm works intermittently when pressure is released off of the sensor pad. They reported that at times, there are no lights on the unit when powered on. There was no pt injury reported.